Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that the touchscreen was unresponsive to touch. There was no reported impact to customer's blood glucose level. Reportedly, the customer could not unlock the pump screen and access any pump features. Customer would use manual injections as alternate insulin therapy.